Event description:
Site reported physician noticed a patient's lung was beginning to collapse following a biopsy. The lesion was connected to the pleura and the site does not believe the super dimension system caused the pneumothorax. Patient received a chest tube and the lung re-inflated. Patient was stable and admitted overnight for observation. Patient was fine the following day and was discharged.

Manufacturer narrative:
Procedure recordings received from the site are still under evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or a CT-guided percutaneous biopsy.